Event description:
Product complication: none. Time of complication: during subsequent hospitalization, 2005. Symptoms: cardiopulmonary arrest and death. It was reported that the pt died in 2005 of cardiopulmonary arrest, 18 days post carotid stent procedure. The pt was found at the nursing home unresponsive and without a pulse. CPR was inititated and an ambulance called. The pt was transported to the nearest hosp were appropriate measures were taken but the pt remained asystole and code was called. No additional information was available.